Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit was not functioning, defective and the electronic control unit was not functioning well and not working in forward mode. Motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for trigger test, functional test, trigger electronic control unit function, forward and reverse function test and mode switch test. It was noted in the service order that the device forward trigger was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.